Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the black box data showed consecutive ¿cs054/cs052/cs012¿ alarms on (B)(6) 2015 followed by multiple consecutive reboot events; deliveries were never resumed. The pump powered on during testing with an unresponsive ok button. The complaint could not be fully investigated due to this. Evidence of moisture corrosion was found on the keypad and flex connector. Additionally, the bolus button cover was torn; exposing the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.